Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customers blood glucose (bg) level was displayed as "high," specific value was not provided for all occlusion events. To address the elevated bg manual correction injections were given without assistance. The customer reverted to an alternate method of insulin therapy.